Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction code did not reappear, and the customer was able to continue using the pump. The customer was advised to contact support again if the malfunction code recurs, and they acknowledged and understood the instructions.